Event description:
The patient reported wound issues at the receiver site and tried to manage it themselves while they were traveling overseas. Cultures were obtained which confirmed an infection, antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2026. No further information is available at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, and using incorrect tools have been ruled out. Additionally, implanting the device off-label, and the patient having contraindicating conditions have been ruled out. However, the surgical site was closed using surgical skin glue which is non-compliant to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 8 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer. Apply dressings as needed." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to non-compliance to the IFU as the surgical site was closed using surgical skin glue (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.